Manufacturer narrative:
B3: date of event: requested, unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: staff rn. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band was leaking air while post case. It was noticed after three hours when they went to remove air from the tr band. The estimated blood loss was less than 250cc. Normally 14mls of air are applied to the tr bands, however it is unknown how many were applied for this procedure. It is also unknown if a second tr band or manual compression was applied to achieve hemostasis. There was no patient harm. The procedure performed prior to the use of the tr band was a heart catheterization procedure. The exact location of leak is unknown, however, when the facility put the tr band in water it bubbled near the valve.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacturing of the product that could have contributed to this complaint condition. No action is recommended since this risk evaluation is within the predetermined limits.